Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed while trying to address the issue; however, the issue persisted. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer's blood glucose level.